Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 293 mg/dl at the time of the call and 327 mg/dl at the time of admission. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. Customer went high after being hospitalized and being taken off the pump. The customer was feeling light headed due to the high but declined troubleshooting. Customer also called for a replacement battery cap and transmitter charger issues. The insulin pump will not be returned for analysis.